Manufacturer narrative:
The unit did not have an unlocked lcd keypad connector. The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. However, the unit had an intermittent button response due to a flattened and creased act button dome switch. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly and the boluses were not bringing his readings down. The customer's blood glucose level was 391 mg/dl. The customer declined to troubleshoot. The customer was sent a replacement device and was agreed to return the malfunctioning device back for analysis.